Event description:
It was further reported that the 50% plus stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. The balloon was inflated to rated burst pressure and did not rupture.

Event description:
It was reported that during a angioplasty and stenting treatment procedure, a balloon detachment occurred. The target lesion was located in the left iliac artery. During withdrawal of a 10/5.8t/75 ultra-thin diamond balloon catheter through a 6f non bsc sheath, resistance was encountered. After withdrawal of the ultra-thin diamond balloon catheter it was noted that the balloon material had detached and remained inside the 6f non bsc sheath. The procedure was completed with the ultra-thin diamond balloon catheter and no further actions were taken. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device was returned with the 6 french introducer sheath. A visual examination of the device found that the shaft was stretched and bunched at its mid to distal end. This type of damage is consistent with excessive force having being applied to the shaft. The balloon was completely detached and was not returned for analysis. Examination of the 6 french sheath found that it was kinked at the base of the hub. A mandrel was pushed through the 6 french sheath in order to determine if any balloon material had lodged in the sheath. However, the mandrel exited the sheath and there was no balloon material present inside the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).